Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer reference number: 1627487-2023-05751. It was reported that the patient was experiencing ineffective therapy. Further investigation revealed high impedance. As a result, surgical intervention was undertaken on (B)(6) 2023 where the lead extensions were replaced to address the issue.

Manufacturer narrative:
The date of event is estimated.